Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 mayfield skull clamp (a2000) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the hex bushing was worn and the lock still moves after the unit was lockdown and needs to be replaced. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a surgeon states that when the mayfield 2000 skull clamp (a2000) was tightened down on the head of the patients, the clamp moves and is not secure. No patient injury or surgical delay has been reported.